Event description:
Customer initially reported that the tip broke while extracting lower molar broke. In socket, took xray and was able to easily retrieve the tip. No pt injury. On (B)(6) 2012 dr. (B)(6) reports via phone that there were no pt issues, normal recovery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.